Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. No other similar or related complaints for the reported lot were found. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence.

Event description:
The consumer stated she went to the bathroom and it felt like she had a tampon in so she checked herself and manually removed a piece that had been left inside her. She stated the piece may have been inside her a few days based on its appearance and odor, and because she had felt sick for a few days and her abdomen had appeared to be distended. She did seek medical assistance from an urgent care doctor who treated her prophylactically for tss. She was given a blood test for tss and a pap smear; whereupon, both tests yielded negative results. She stated her doctor did a mini d&c procedure to ensure that everything was out of the cervix and vagina. She stated her bleeding has stopped, her headaches and abdominal distention are gone, and she is fine now. She had no additional follow up appointments scheduled with the doctor. No further information is available at this time.